Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. The patient stated they were feeling sweaty and clammy and though they were having a hot flash. When they realized their blood glucose (bg) was low and did not receiver an alert from the dexcom continuous glucose monitor (cgm), they 911. When the paramedics arrived, they tested the patient¿s bg and the meter was reading 53 mg/dl. The patient was administered glucagon and was given food to raise her bg values. The patient¿s bg went back to normal and the patient did not have to go to the hospital. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.